Event description:
It was reported that intermittent cartridge alarm occurred during insulin delivery. Reportedly, the customer contacted the healthcare provider to obtain alternate insulin therapy. Customer¿s blood glucose level was 400 mg/dl.